Manufacturer narrative:
Concomitant medical products: product ID: 9735736, software version #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy during the procedure. They registered with accuracy of 0.8mm, initial plan was made and could reach the target but was slightly off of the plan trajectory, hitting the bone during the process. They re-draped and re-registered the patient, adjusted target slightly. Then they were able to take biopsy successfully. The navigation system showed navigating the plan accurately. Post-operative CT was performed, created a plan of the actual path taken, actual trajectory taken with biopsy needle was 1cm inferior to plan in software. Alleged inaccuracy was 1cm inferior to actual plan vs. Trajectory taken. In troubleshooting they verified merge between original CT and mr was accurate. Verifying predicted accuracy metric of the original plan, target 0.9, entry 1.0. There was no impact to the patient and delay was less than an hour.

Manufacturer narrative:
During software analysis the system logs and archives were reviewed. The logs did not contain the date of the reported event. The archives contained 2 CT and 2mr exams which were to the navigation system's protocol except for mr-1. It was observed that the site merged all exams successfully. The 3d model had a metal strip on the nose, because the patient was likely scanned with a mask which is not recommended. There were a good amount of trace points with a green and yellow zone of accuracy. The review of the archive and logs did not provide sufficient information to determine the root cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. B01, c19, d14 are applicable to the system checkout. The logs and patient archive were returned for software analysis. The analysis is in progress. B21, c21, d16 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.